Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The customer reported that the tracheostomy tubes cuff became hard and caused bleeding in the pt. The tube was removed and the pt was re cannulated.